Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had that the black cable coating/sheath had peeled off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the damaged cable was the black conductor (energy) cable, and the observed damage involved damage to the black cable insulation. The customer was unable to confirm whether the cable remained intact or was broken in half, and it was unknown whether there was any associated loss of cautery function, thermal damage at the site of the defect, or arcing during the procedure. It was confirmed that no fragments fell into the patient¿s anatomy as a result of the damage. The customer also confirmed that the instrument is available for return to intuitive surgical for evaluation, and that no photographs or videos of the event are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause can be attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.